Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they are trying to contact a manufacturer representative (rep) because their battery "clonked out" and they are shaking. When they recharge the ins, they have good coupling/get 8 boxes at all times, however, the implantable neurostimulator (ins) battery level is not increasing/charging. The ins battery is and has been at about 25% for the past week and has not increased nor decreased. Their left side shakes and now the right side is shaking just as bad. They clarified that when stimulation is on, their right side normally does not shake. They experience this return of symptoms about a week ago. The patient had a programmer with them during the call but has not used it in a long time and the programmer would not turn on. They did not have additional aaa batteries at home, so their friend went and picked some up during the call. The patient was walked through checking stimulation with the programmer and they indicated seeing a lightning bolt on the screen but it is not sure if the patient was truly able to determine if stimulation is on with the programmer. Technical services attempted to walk the patient through turning stimulation on using the recharger but believes the feature may have been disabled as the patient did not describe seeing the icon indicating stimulation was turned on and was still shaking. Troubleshooting was very difficult due to the patient's symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient has had trouble charging as their medical condition has worsened. The rep has spoken to the patient on several occasions regarding charging when/how long and it does not seem to help. The patient is seeing their physician to determine the next best course of action.